Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, and calcifications. Device has been explanted.

Event description:
Healthcare professional reported left side rupture, and calcifications. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. - calcification: not observed. No additional observations performed on the device. No further actions are required.